Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain patient weight. Further information was requested but not provided.

Event description:
It was reported that the patient was experiencing pain at the ipg site. Surgical intervention was undertaken to replace the ipg and move the ipg site on (B)(6) 2023. Effective therapy was established postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.